Event description:
The customer contacted baxter's technical service center to report system error 2240 (air in tubing) on the homechoice (hc) machine during dwell ten of eleven. The patient was connected at the time of the alarm. The heater bag was found to have a loose connection. The patient completed therapy with manual bags. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is received, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A loose connection is a known cause of a system error 2240 alarm. The cause for the loose connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.